Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with less than 80 units of insulin during the load sequence. Tandem technical support educated caller that a minimum of 80 units is recommended when reloading a cartridge. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. A correction bolus was delivered to address bg. A new cartridge was loaded to resolve the issue.